Event description:
Reporter indicated a vns (B) (4) handheld computer was not responding to taps from the stylus on the screen. The computer and flashcard have been requested for return but have not been received to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.